Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) surgery due to adjacent segment disease at l4-5 after posterior lumbar interbody fusion (plif) at l2-4. Intra-op, once the operation was finished and when an attempt was made to loosen the upper arm during removal, the lever came off. It seems that the upper arm had not been tightened that much and the handle of the joint part of the flexible arm dropped off when the flexible arm was being removed. Lower arm lever shaft thread, the gear, and screw thread connected to the handle of the upper arm lever have scratches. No patient complications were reported.

Manufacturer narrative:
Product analysis results: visual inspection confirmed the flex arm was returned with the small joint handle detached. The screw that holds the handle on is missing. Functional check confirmed the large joint was able to be tightened and loosened without issue. The instrument will no longer operate without the screw. If information is provided in the future, a supplemental report will be issued.